Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A company service representative evaluated the iabp, and reported that the condensation removal was completed, the pressure transducer, and 8 psi was calibrated. There was no blood was present on the iabp. The iabp passed all functional and safety tests per factory specifications. Was returned to the customer, and cleared for clinical use. This complaint was originally reported under the alternative summary report (asr) for the q2 2017 submitted 30 june 2017. This MDR is being submitted as an update to the asr submission due to a change in the aware date of this complaint.

Event description:
The customer reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) would display "blood back detected". The iabp was switched to another, and therapy was continued. There was no patient injury or adverse event reported. In an update report, the customer reported that an "autofill failure" had occurred along with the original blood back event stated. No further information was provided.